Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
This female patient was admitted for coronary intervention. Angiography revealed a 90%, de novo lesion in the left circumflex artery (lcx). The vessel was described as moderately tortuous. The package of 3.0 x 18mm cypher stent was opened. After flushing the cypher with heparin, the physician removed the cypher from the protective sheath. At that time he confirmed the stent strut to be already a little flared at the distal end. Therefore, a different cypher (different lot number) was used to successfully complete the procedure. There was no patient injury reported. The product was not clinically used. The product is not available for analysis.